Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent a second knee revision surgery on (B)(6) 2016. The original surgery is unknown as it was non-omni product. The first revision occurred on (B)(6) 2015. The second revision surgery was due to the infection. During the revision, the omni femoral component and insert were removed and replaced with new components. The femoral component, was revised from a size 5 left to a size 3+ left. The size 6 x 20mm insert was revised and replaced with a size 3 x 28mm insert. In addition, a modular stem, two distal augments and retaining bolts, a modular baseplate, a modular offset stem, two tibial augments and augment bolts, and a patella were added.